Event description:
The customer complained that the unit display just went white. The display came back after the customer took the battery out and then put it back in.

Manufacturer narrative:
The customer stated that the unit display just went white. The display came back after the customer took the battery out, and then put it back in. The unit was evaluated at the philips bench, and the symptom confirmed. The issue was the result of a loose data display cable.